Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. The customer's blood glucose (bg) level was high; value not provided. Reportedly, the customer administered 5 units of insulin to treat the elevated bg. Tandem customer technical support assisted the customer with restarting a continuous glucose monitoring session.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."